Event description:
Reference number: (B)(4). Event occurred in bahrain. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2026 due to a bent cannula. This occurred because the patient did not have sufficient subcutaneous tissue where the set was inserted, leading to hyperglycemia with symptoms of headache and vomiting. The insertion site was the abdomen, and the infusion set was in use for one day. The blood glucose level was 24 mmol/l at the time of the event, and the patient was treated with an insulin pen. The length of the emergency room stay was less than twenty-four hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.